Manufacturer narrative:
This report is being submitted to update the b5 section. This report is being submitted to correct the h6 device code first row the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of intermittent loss of capture (loc) with this pacemaker system. Technical services (ts) was consulted, and it was found that there was noise oversensing on the right ventricular (rv) channel. Sensitivity adjustments were performed. Testing was performed and the noise was not able to be reproduced, however, further monitoring was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the cause was not determined, however reprogramming adjustments were performed, and the patient remained under monitoring. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted to correct the h6 device code first row. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of intermittent loss of capture (loc) with this pacemaker system. Technical services (ts) was consulted, and it was found that there was noise oversensing on the right ventricular (rv) channel. Sensitivity adjustments were performed. Testing was performed and the noise was not able to be reproduced, however, further monitoring was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that there were concerns of intermittent loss of capture (loc) with this pacemaker system. Technical services (ts) was consulted, and it was found that there was noise oversensing on the right ventricular (rv) channel. Sensitivity adjustments were performed. Testing was performed and the noise was not able to be reproduced, however, further monitoring was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.